Event description:
Instrument operator inadvertently scraped arm on metal clip in instrument while troubleshooting to remove jammed reagent cartridge. First aid administered immediately. A short time later they presented injury to emergency room physician and tetanus shot was administered. Operator was following instructions given over the telephone by help line personnel. There were no adverse health consequences associated with this incident. No device failure was identified as the cause of the event.